Manufacturer narrative:
Visual analysis was performed on the returned device. The reported deployment difficulty and difficulty removing was unable to be confirmed as only the stent was returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents and/or complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the vessel diameter was narrowed in some locations preventing the stent from expanding to the nominal diameter resulting in the proximal end of the stent deploying in the sheath causing difficulty removing; however, this could not be confirmed. The reported surgery to remove the stent and delay in treatment were due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: health effect clinical code 4582 no clinical signs, symptoms and conditions.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a superficial femoral artery (sfa). The vessel was pre-dilated with an unspecified 6.0x60mm balloon at 8 atmospheres for 30 seconds. During deployment of the 5.5x60mm supera self-expanding stent system (sess) it was noted the stent began to shift. The end portion was deployed in the sheath due to stent shifting. The sess was removed as well as the sheath under fluoroscopy; however, approximately 3cm of the stent was on the skin level. The patient was sent to operation theatre and a cut down was performed to remove the stent. There was no adverse patient sequela and clinically significant delay was noted. No additional information was provided.